Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm. It was reported that the distal of the pipeline was not fully opened during deployment and a balloon was used to open the device further. No patient injury reported.